Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection showed cuttings in the insulation and deformations of the inner and outer conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, cuttings in the insulation and deformations of the inner and outer conductor coil were observed, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited unspecified high threshold measurements and loss of capture (loc). Additionally, stored episodes showed noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. The lead was explanted and replaced. No adverse patient effects were reported.